Event description:
Clinic notes dated (B)(6) 2013 indicated that this patient had a malfunction of the vagal nerve stimulator. The notes included a settings chart. The chart indicated that ¿near end of service¿ was seen during system diagnostics on (B)(6) 2013. The patient was referred for battery replacement. The patient underwent generator revision on (B)(6) 2013. During surgery the patient¿s device could not be interrogated. Follow-up with the physician for clarification on the reported malfunction from clinic notes was unsuccessful as the office was not aware of the details of the malfunction. The explanted generator is not expected for return per hospital policy.

Event description:
The explanted generator was returned on (B)(6) 2013 and underwent analysis. The reported end of service and low battery allegations were confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported ¿failure to program¿ allegation was duplicated in the pa lab and determined to be the result of normal battery depletion. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.